Event description:
The pt experienced a loss of therapeutic effect. Impedances were greater than 2000 ohms in bipolar pairs involving electrode #3. Please see MFR. Report #3004209178-2009-06577. Add'l info has been requested. A follow-up report will be submitted if add'l info becomes available.

Manufacturer narrative:
(B) (4)